Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was kinked approximately 55.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that it was kinked on the proximal shaft. This type of damage typically occurs due to forceful manipulation at extreme angles during removal from the packaging or preparation for use. Ace 64 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 64 reperfusion catheter (ace 64) was kinked upon removal from its packaging. The kinked ace 64 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 64.